Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 38 x 2.75mm stent delivery system was returned for analysis. A visual examination found the stent detached and not returned with device. A review of the manufacturing stent profile data was performed and the stent outer diameter was within max crimped stent profile measurement. Additionally, the overall stent length at the time of manufacture was within the crimped stent length tolerance range. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp marks were evident on balloon body. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found signs of damage with stretching to the polymer extrusion section of the shaft. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 38 x 2.75 promus premier drug- eluting stent was advanced for treatment; however, it was noted that the stent itself was stretched. The procedure was completed with another of the same device. There were no patient complications nor injuries were reported and the patient status was stable. It was further reported that stent was detached and the shaft polymer extrusion was stretched post-procedure.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 38 x 2.75 promus premier drug- eluting stent was advanced for treatment; however, it was noted that the stent itself was stretched. The procedure was completed with another of the same device. There were no patient complications nor injuries were reported and the patient status was stable.